Event description:
Caller states, the pt reportedly obtained a result of 384 mg/dl on the inform system while a lab drawn within 10 mins returned as 104 mg/dl. Pt was given 5 units of unk insulin based on 384 mg/dl result. No adverse event reported. Requested return of suspect device and replacement was sent.